Manufacturer narrative:
Please disregard the initial report submitted with the MFR number: 3012307300-2023-00401. The report was submitted in error.

Event description:
It was reported that the device keeps alarming. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.